Manufacturer narrative:
Device was used for treatment, not diagnosis. Please see user facility maude report number (B)(4). This report is for one unknown kirschner wire. Part and lot numbers were not provided by the reporter. Other¿UDI# is unavailable. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes received a user facility maude report number (B)(4). It was reported that during an open reduction internal fixation (orif) of a tibia and fibular fracture repair, a kirschner wire (k-wire) broke intraoperatively. A 10-hole left plate was used and while the k-wire was being placed for stability, it broke off in the bone. The surgeon opted to leave the wire fragment in the bone. There was no surgical delay reported. This report is for one unknown kirschner wire. This report is 1 of 1 for (B)(4).